Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation did not confirm any malfunctions or deterioration in the characteristics or performance of a device. The originally used sample or pictures of this have not been provided by the customer. The investigation of the provided reference samples did not confirm any malfunctions or deterioration in the characteristics or performance of a device. The device history records for the batch number 22a07g8822 were reviewed and no abnormality was observed during in-process and final control inspection. Within the complaint statistic of the last 3 years no similar complaints, where a product malfunction was causative, have been registered. In the event of the needle or syringe is moved or slanted during the procedure, there's a tendency for the needle to become bent and subsequent contact and force exerted could lead to cannula breakage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400590151. The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in sweden. According to the customer: "needle broken off in the patient.".